Event description:
It was reported that during an axillary node dissection procedure, that the clip applier worked for 2-3 clip applications, then it failed to form the clips after that. When the scrub nurse tried to fire the clips on her table, the clips would come out unformed. The device will forward, once it has been returned by the hospital. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.